Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation despite of multiple reprogramming done. CT scan was taken and noticed paddle was very left of the midline. The patient underwent a lead replacement procedure and was doing postoperatively. The explanted lead was not returned.